Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a communication issue, getting the message: no device found when trying to turn stimulation back on after unrelated surgery. Caller said the patient is hooked up to blood pressure equipment. Reviewed potential emi interference. Reviewed positioning and caller said that they moved the communicator all over the implant. The issue was not resolved through troubleshooting. The caller was redirected. The caller said they were going to contact the nurse to see if they can arrange to speak to the manufacturer representative (rep). There were no patient complications reported as a result of this event.